Manufacturer narrative:
Product analysis: visual review confirms implant breakage. Not all fragments appear to have been returned for analysis. Fracture surface locations and morphology of fracture are consistent with overload. The approximate location of the origin of fracture is near the center of the part, in front of the material bridge at the part center. Damage is noted to both the top and bottom of the part, with the direction of multiple fractures is inward. The angulation of the cage relative to the disc space during insertion can influence the level of impaction loads. Another factor can be the size of the cage chosen compared to the disc preparation and distraction. The above observations are consistent with overload as the mechanism of failure.

Manufacturer narrative:
(B)(6). (B)(4). The device was not returned to manufacturer for evaluation therfore cause of event is unknown. This device is not approved for sale in us but a similar device with catalog number 9393009 and 510k number (B)(4) is approved for sale in us.

Event description:
It was reported that on (B)(6) 2015, intra-op, when the cage was being implanted it broke into 4 pieces. All four parts were retrieved easily. The cage came in contact with the patient. No patient complications were reported as a result of this event.